Manufacturer narrative:
The investigation into access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding was determined to be patient movement because patient developed the sudden hematoma developed after transfer. G1 reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-22694.

Event description:
The complainant reported that that patient on impella 5.5 support was brought to the interventional radiology (ir) for tunneled central line placement. Upon transfer to the table, a hematoma immediately formed on right axillary cutdown site. Impella white cord and catheter carefully managed, and the nurse stated at no point did the cable get pulled. Impella position verified unchanged. Manual pressure held. The patient was brought back to the room and sandbag was placed over site. Vital signs stable. The patient was taken back to the operating room for pocket evacuation. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿